Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door does not recognize it is opened. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom an door doesn't recognize it is opened was confirmed through the event history log which was reproduced during evaluation. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.